Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used to ventilate a patient. The root cause for the software issue could not be clearly determined but the aging of the device (and in addition the software was not updated to the latest version.) Are the most viable option. The issue was resolved by restarting and performing system checks of the ventilator. There was no reported patient or user harm.

Event description:
Dear (B)(6), according to the customer the unit alarmed one time with tf (B)(4) in the (B)(6)2021 . Please advise br (B)(6).